Event description:
It was reported that "the initial case was performed 9-10 months ago. The patient complained of rectal pain, and an MRI was performed. MRI showed what was believed to be blood, not nasha, in the rectal wall. The patient felt the issue had subsided. A peer-to-peer meeting was set up through teleflex to review scans with the radiation oncologist to discuss. The patient came back last week complaining, and a barrigel reversal was scheduled for (B)(6) 2025. Additional information received on july 24, 2025, indicated that "the procedure occurred 5-6 months prior to our reversal. Initially had rectal pain (felt like needles), then improved. The second MRI was performed before the reversal to confirm that a substance was in the rectal wall. The office would not share the second MRI, but the report confirmed there was nasha. The reversal was done this week and went well. No further information was provided at the time of this report."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the initial case was performed 9-10 months ago. The patient complained of rectal pain, and an MRI was performed. MRI showed what was believed to be blood, not nasha, in the rectal wall. The patient felt the issue had subsided. A peer-to-peer meeting was set up through teleflex to review scans with the radiation oncologist to discuss. The patient came back last week complaining, and a barrigel reversal was scheduled for (B)(6) 2025. Additional information received on july 24, 2025, indicated that "the procedure occurred 5-6 months prior to our reversal. Initially had rectal pain (felt like needles), then improved. The second MRI was performed before the reversal to confirm that a substance was in the rectal wall. The office would not share the second MRI, but the report confirmed there was nasha. The reversal was done this week and went well. No further information was provided at the time of this report."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.